Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:04 on channel b. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code 808:04 on channel b was confirmed by baxter personnel during product evaluation. The root cause was assigned to debris in the channel. The tubing channel was cleaned and dried to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.